Event description:
The customer contact reported the patient received less medication than intended. At 1430, the pump was programmed to deliver ferrlecit 125mg/100ml at a rate of 100ml/hr with a vtbi (volume to be infused) of 100ml and the delivery was started. After approx 1 hour and 15 minutes later, the nurse was notified by another pt that there were no drips in the drip chamber. At this time, the delivery was expected to be complete; however, the nurse noted approx 10-15ml remained in the bag. It was reported that after attempting to resume the delivery three times, the nurse found the peripheral IV was clotted. The nurse practitioner was notified and therapy was discontinued. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).